Event description:
It was reported to philips that the geometry movements were partly unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred. The planned neurovascular treatment was performed by the customer and the treatment was delayed in 20mins and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry movements were partly available. Review of the system log file confirmed the malfunction as there was warning in geometry logs and error in motor assembly on stand movements. Upon troubleshooting, fse checked the geo module and traced it back to the ny module where the fuse going to the geo module was blown. To resolve this issue, fse replaced fuses and amc drive, removed the cover for amc triple servo drive power supply and restarted the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.